Event description:
It was reported that resistance was encountered when the coil was advanced into the catheter. As the coil was being removed from the catheter, the coil broke. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Visual inspection found the coil fully intact, and the pusher wire kinked at 103.3cm from the proximal end. Microscopic analysis revealed that the coil was extensively stretched along its length. Information available indicated that the vessel was very tortuous; therefore, it is likely that procedural or anatomical factors contributed to the resistance experienced during procedure and coil findings observed during analysis. However, based on analyses results the device did not reveal any indication of break and/or premature detachment. Boston scientific has reviewed all information and determined that this event no longer meets the equivalent of a reportable event.

Event description:
It was reported that resistance was encountered when the coil was advanced into the catheter. As the coil was being removed from the catheter, the coil broke. The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.